Event description:
It was reported by the customer that when using the bd pyxis¿ es server, interface was down and orders not crossing. Database synchronization failure identified. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the order was not crossing. A technical support specialist was requesting case closure as the issue has been resolved by active directory (adt) team. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ es server, interface was down and orders not crossing. Database synchronization failure identified. However, there were no adverse events or injuries reported based on this event.